Event description:
It was reported that during a sleeve gastrectomy procedure, "the problem is not working properly during the operation that caused heavy bleeding." The device used four reloads from the same lot number, and had the same problem. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. And unknown number of reloads was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: please clarify: the device not working properly? Did the device fire? Yes. Was the cutline complete? The cut line was shorter than the usual. Was the staple line complete? No, the staples did not applied properly, they were scatter in the field. Were the staples formed in the proper b form shape? What caused the bleeding to occur? Failure of staples to applied, so there was cutting with out hemostasis. How much bleeding occurred? Around 200 cc, did the patient receive any blood products? No, if so how blood was given to the patient?